Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 39286-65, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient went to their doctor and wanted to have their therapy removed. They had a new, gradual pain in the thoracic area and reported no falls or trauma related to the issue. The patient had thoracic stenosis which was why they were implanted in the first place. Their doctor told them that the stenosis was gone and they felt the pain was being caused by their leads and the scar tissue around the leads. Their body was trying to reject the leads and scar tissue. The patient wasn't able to bend side-to-side because it gave them a very sharp pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. Information was reported that the caller stated he assumed there is a problem with the patient device/therapy because he suspects that the patient has back pain and this implant is to treat pain. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter who hasn't seen the patient since (B)(6) 2017, but provided medical notes from the patient's last visit. Hcp said the patient said they were doing well and has their spinal implantable neurostimulator (ins) readjusted since. However, in the last three months, their pain has progressively worsened which has limited their activities of living. The patient described their low back pain as a sharp, stabbing ache exacerbated with prolonged standing, sitting, and walking. They are also complaining of lower extremity weakness and difficulty walking. A new chief complaint is the patient is having mid thoracic back pain which they also describe as a constant sharp stabbing pain exacerbated with activity. At the time of the patient's appointment, they rated their pain as 7 on a vas of 0-10; the patient continues at home stretching and strengthening exercises. As a result of what was reported, the hcp recommended a neurologist evaluation, CT scan of the thoracic, and lumbar spine to evaluate for additional pathology contributing to their symptoms. In the interim, the hcp started the patient on gabapentin 300mg three times a day for the neuropathic component. The risks, side effects, and drug interactions were discussed at length with the patient. All of their questions were answered and the patient agreed to use gabapentin in a safe manner and as directed. During the medical examination, there appeared to be a bilateral paravertebral muscle tenderness and spasm. They also experienced pain and restriction in flexion and extension. No further patient complications have been reported as a result of this event.